Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device compared to unspecified readings obtained on a competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced "symptoms of hypoglycemia" and was seen by a healthcare provider where they were given IV glucose for treatment of a diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 313 mg/dl, 360 mg/dl. 327 mg/dl, 324 mg/dl compared to readings of 128 mg/dl, 115 mg/dl, 129 mg/dl, 128 mg/dl respectively obtained on an competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.